Event description:
The manufacturer received information alleging a ventilator's batteries were not holding charge. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The service evaluation found that the battery was unable to hold charge due to normal wear associated with rechargeable batteries. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Device was returned unrepaired per the customer's request.